Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during the prime test due to faulty force sensor. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 159 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer reported that he did have an MRI but he left the device in a safety locker in another room. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.